Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. He replaced the hard drive assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to not boot up. Replacement of the customer's hard drive with a lab use only hard drive enabled the ccm to boot properly determining the customer's hard drive was defective. It was noted that three of the four bumpers used to secure the hard drive to the subassembly were damaged and may have contributed to the hard drive failure. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.